Event description:
The customer reported that the sys displayed an iris potentiometer error message. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The svc rep replaced the backplane motherboard and mainframe power supply. The sys was tested and found to be working as intended and put back in svc.